Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump passed the displacement test. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No damage on the lcd isolation tape noted. Pump received with broken battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 251 mg/dl. The troubleshooting was performed. The customer reported that plastic weak and broken where the battery goes in, the plastic piece where the bubbled up sticker area looks like it was discolored a brown color. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan the insulin pump will be returned for analysis.